Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed that the struts were twisted. The balloon had two pin hole ruptures, and scrathces were noted around the rupture location. Scanning electron microscopy revealed the presence of a pinhole in the proximal area of the balloon. The pinhole appeared to have been initiated by mechanical damage to the inner diameter of the balloon. The directionality of the damage was proximal to distal with some reverse smearing evident. Quality engineering concluded based on theresults of the scanning electron microscopy analysis that the aneurysm which was reported in the proximal portion of the balloon resulted from a pinhole in the proximal balloon taper. It appears that the pinhole in the balloon was initiated by mechanical damage to the inner diameter of the balloon surface. The directionality of the damage was proximal to distal. This damage to the balloon resembles that which can inadvertently be caused by a manufacturing mandrel. Manufacturing personnel were consulted regarding this issue and notified of the consequences of this type of balloon damage. No other follow-up action is required. A review of the device manufacturing records did not reveal any nonconformities. As part of co's manufacturing and quality process, all stent delivery systems are inspected during the final menufacturing phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a stent procedure an aneurysm exceeding 3.0mm in diameter appeared in the proximal area of the balloon. The distal end of the balloon did not inflate. Deflation was achieved without difficulty. The case was completed with another stent. Reportedly, no pt injury occurred.